Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this product complained of redness around the pocket area. The patient was referred to their physician. The product was later explanted due to patient infection.